Manufacturer narrative:
Despite testing of pad, we came to the conclusion that there was no defect with this pad. There was no burn marks on the switch and it turned off once they let go of the switch.

Event description:
Customer stated she had a concern unit because there were burn marks on the switch and it doesn't stop heating up.